Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements great than 2,000 ohms. The device emitted beeping tones as a result of the detected out of range measurements. No noise was present or able to be created with patient isometrics. Technical services (ts) discussed the option of turning off beeping for out of range measurements and continuing monitoring. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).